Event description:
Plaintiff alleges in 2002 pt underwent a right total hip arthroplasty a revision of a surgery fourteen years prior. In 2003 the pt underwent an add'l total right hip replacement. During this procedure the doctor found a broken polyethylene liner of the acetabular component which caused the failure. As a result of this surgery, the pt developed an infection of the right hip. This infection caused the second replacement surgery to fail as well causing the need for two add'l remedial surgeries.